Event description:
Reporter noted endophthalmitis diagnosed at d+7 after uneventful surgery. Additional info noted infection revealed by intravitreal hemorrhage following a thrombosis, possibly related to infection. Cultured aqueous humor and vitreous: negative. Sampling of aqueous done day of diagnostic; vitreous sampled during vitrectomy, five days later. Treated with antibiotic. Infection is under control but pt sitll has macular problem due to thrombosis.